Event description:
It was reported that the patient experienced syncope and presented in the emergency room with a heart rate of 40 beats per minute. Loss of device output was suspected. The pulse generator was explanted and replaced on 3/30/15. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.